Manufacturer narrative:
Investigation is underway.

Event description:
The customer reported via the competent authority that while moving the patient from the operation table onto the stretcher (using a patient shifter), the stretcher slipped away and the patient fell into the space between onto the ground. It was added that the brakes of the stretcher were activated. It was further reported that the brakes at the head end of the stretcher were broken. No further adverse consequences to the patient have been reported.